Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a battery compartment leak, internal moisture damage, and errosion on the circuit board and battery terminals. The pt's mother stated that moisture entered the pump while the pt was swimming and they dried it out and continued to use it. The pump subsequently emitted occlusion alarms, alerting the user that insulin delivery was interrupted. The pump was removed and the pt returned to insulin injections. The pt did not resume pump therapy and was administering insulin via injections at the time of the emergency room treatment.

Event description:
Pt received emergency room treatment for elevated blood glucose levels.